Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type catheter product ID 8781 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID 8709 serial# (B)(6) implanted: (B)(6) 2008 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-apr-2021, UDI#: (B)(4) ; product ID: 8781, serial/lot #: (B)(6), ubd: 08-jul-2023, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 07-feb-2010, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. It was reported by the hcp's office that patient had a complaint of intermittent protrusion of the pump from her abdomen and had a catheter obstruction. The patient's catheters were replaced on (B)(6) 2022.